Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the ipg pocket site. As such, the patient underwent surgical intervention on (B)(6) 2019 where the pocket was revised.

Manufacturer narrative:
This report was inadvertently submitted. This information was reported and filed under MFR. Report# 3006705815-2019-02293.

Event description:
This report was inadvertently submitted. This information was reported and filed under MFR. Report# 3006705815-2019-02293.